Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl. Customer was assisted with troubleshooting. Customer stated they had uploader issue. Customer stated that they have uninstalled and reinstalled but still not working. The device will not be returned fro analysis.